Event description:
The customer reported a contained cap piercer leak on a unicel dxc 660 pro instrument. The customer stated the cap piercer blade wash solution was dripping onto the sample tube caps. The volume of fluid leaking was less than 1cc. The customer was wearing personal protective equipment and no exposure or injury were reported. No erroneous patient results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched. During the service visit, the fse replaced the cap piercer shuttle assembly and elbow fitting which resolved the issue, no further leaking was observed. (B)(4).